Event description:
It was reported that the patient had high impedances on one lead. The investigation did not determine which lead attributed to the issue. Surgical intervention was undertaken and the lead was explanted and replaced.